Event description:
The customer was attempting to remove the foil from the mts anti-igg gel card when the reagent in the gel card splashed into their nose. The customer flushed out their nose with water. It is unclear whether customer was wearing personal protective equipment at the time of the incident. The customer did not provide the specific lot of gel card.